Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated on (B)(6) 2019 at around 1:00 pm, the cgm had been inaccurate and stated. About 4-5 hours after it was calibrated, he was feeling unwell (no specific symptoms provided). He checked a fingerstick and his bg was 580 mg/dl but the cgm was reading 205 mg/dl with an angled arrow up. He went to the emergency room (ER) and was given insulin. They checked his bg every 15 -20 minutes until it came down, then he was discharged home. He stated that when he did not feel well his phone had alerted him for his high threshold of 200 mg/dl, but the values were discrepant. The following day the cgm remained 100 - 200 points off in either direction from the bg. On (B)(6) 2019, about 20 minutes before calling dexcom tech support to report the issue, his fingerstick bg was 267 mg/dl but the cgm was reading 398 mg/dl with 2 arrows up. He had made an earlier adjustment with insulin which brought it down, but then it kept climbing up even though he had not eaten since breakfast. He stated he was feeling okay since coming home from the hospital but had a little blurred vision and felt his bg was higher than it should be. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.